Event description:
It was reported that during a laparoscopic gynecologic procedure the tip of the blade broke and fell into the pt and had to be retrieved laparoscopically using x-rays. The case was extended about 1 hour to perform the x-ray. The pt had no consequences and is fine.